Event description:
The physician reported to gore the gore bio-a fistula plug was successfully removed 6 days post implant because of pain and abscess.

Manufacturer narrative:
Review of the manufacturing and sterilization records. Manufacturing and sterilization records confirmed device met pre-release specification. Additional manufacturer narrative: gore attempted to acquire information required for this form. Blank fields indicate information was not provided.